Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to obtaining erroneously elevated ammonia and c-reative protein (crp) results from the au680 chemistry analyzer for two patients. The erroneous results were not reported out of the laboratory. Repeat testing produced acceptable results. There was no death, injury, or change to patient treatment associated with this event. Qc before and after the event was within the specifications. No error codes or flags were generated with the erroneous results. Field service engineer (fse) had been onsite previously to replace deionized water and wash temperature control boards, and thermistor. The fse indicated that the facility temperature varies greatly throughout the day. One example noted was that ambient lab temperature was 20°c in the morning but was up around 27°c by the afternoon. Bec labeling directs that no more than a ± 2°c temperature should be allowed during system measurement mode. Hotline review of the reaction curves suggested that one possible failure mode could be a cuvette overflow situation. Further investigation revealed that the customer neglected to recalibrate crp following the original pcbs and thermistor changes. Bec labeling requires assays to be recalibrated following any major parts replacement. Service was dispatched. The fse indicated that this was not a true cuvette overflow, but more of moisture build up or fog on the cuvettes due to the failure of the incubator temperature controller board. The cause of the event was faulty incubator temperature controller board.

Manufacturer narrative:
Results: incubator temperature controller board.